Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32mm in length, concentric, target lesion was located in the midly tortuous, midly calcified, and 3.0mm in diameter left anterior descending (lad) artery. The lesion contained >45 and <90 degrees bend. A 3.00x32mm promus element drug-eluting stent was advanced and was implanted to treat the target lesion. A 2.2x20mm balloon was then advanced and post-dilated the promus element drug-eluting stent. However, an acute thrombosis was noted. Subsequently, revascularization was then performed with another device and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., promus element, mr, ous 3.0 x 32mm stent delivery system (sds) was returned for analysis however this complaint is related to stent thrombosis and not to the delivery system.. The stent was not returned for analysis as it was deployed during the procedure. The balloon folds were opened and were subjected to positive pressure. There was solidified medium evident inside the balloon body. A visual and tactile examination found several slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32mm in length, concentric, target lesion was located in the mildly tortuous, mildly calcified, and 3.0mm in diameter left anterior descending (lad) artery. The lesion contained >45 and <90 degrees bend. A 3.00x32mm promus element ¿ drug-eluting stent was advanced and was implanted to treat the target lesion. A 2.2x20mm balloon was then advanced and post-dilated the promus element ¿ drug-eluting stent. However, an acute thrombosis was noted. Subsequently, revascularization was then performed with another device and the procedure was completed. No patient complications were reported and the patient's status was stable.